Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was alarming no delivery and was concerned the insulin pump was not functioning. The customer's blood glucose was unknown. Troubleshooting on the insulin pump was performed and it was determined the alarm was caused by infusion set and reservoir occlusion. Customer was able to perform a manual prime and the device didn't alarm no delivery. The customer is not returning the reservoir for analysis.